Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 4 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that, approximately 4 weeks post-implant, the patient was placed on the urgent heart transplant list due to an elevated lactate dehydrogenase (ldh) value of 2100 u/l and suspected pump thrombosis. The patient was treated with intravenous (IV) heparin. It was reported that the patient's ldh values were almost constantly high; after a decrease in ldh an increase would occur soon thereafter. The patient was ultimately transplanted on (B)(6) 2015. The explanted pump is expected to be returned for evaluation. No additional information was provided.

Manufacturer narrative:
Corrected information: approximate age of device ¿ 30 days. The explanted pump was received for evaluation. A white, tissue-like deposition was present in the proximal side of the outlet stator adjacent to the outlet bearing ball. The deposition was very small, lacked lamination, lacked denaturing, and was not adhered to the bearing ball or stator blades. Additionally, there was no evidence of contact marks on the outlet portion of the rotor. Although the deposition did not appear to have originated in this location, its specific origin and the duration in which it was present in the pump could not be determined. A correlation between the device and the reported elevated ldh could not be determined. Examination of the remaining blood-contacting surfaces revealed no deposition or thrombus formation. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Hemolysis and device thrombosis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.